Event description:
On an unknown date, a patient in hungary underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). On (B)(6) 2026 during an endoscopic examination conducted in preparation for the planned replacement of the peg-pej tubing, a buried bumper was observed. It was reported that the internal bumper the peg tube had grown into the stomach wall. At the time of report, the peg tube with the buried bumper was not removed and duodopa therapy was suspended.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. Health effect clinical code of e2402 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.